Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that battery longevity of insulin pump was very short and battery was changed every twelve hours. It was also reported that insulin pump received an error alarm and stopped delivering during the night. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement and self tests. The pump had a low battery alarm noted on the long history file. The pump was returned for power error alarms. The detailed trace analysis confirmed the alarms, and the root cause was the non-sleep anomaly software error. The pump was monitored without a battery for 10 minutes. After re-inserting the battery no unexpected power loss alarm was noted. The pump had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.